Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular treatment was performed. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40 135 cm mustang¿ balloon catheter was advanced for dilatation. However, after multiple inflations were performed, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.